Manufacturer narrative:
The explanted device was not returned for evaluation; therefore, a specific cause for the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined. The submitted system controller log files appeared to show the pump operating as intended with stable pump parameters and no atypical alarms or reductions in pump speed below the low speed limit while the system was connected to power. The log file data did not show any parameter trends typically associated with pump thrombosis. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6) 2017. The pump will not be returned.

Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device ¿ 36 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2017, the patient was implanted with a left ventricular assist device (lvad) as a bridge to heart transplant. On (B)(6) 2017, it was reported that in early (B)(6) 2017, the patient's lactate dehydrogenase (ldh) level was elevated to 800 u/l. The patient was initially treated with heparin and subsequently aspirin and warfarin, however, the ldh level stayed elevated at 750 u/l. An echocardiogram showed the aortic valve was closing, but pump thrombus was suspected. On (B)(6) 2017, it was reported that the patient was stable, however, the ldh level was elevated to 896 u/l. A bivalirudin infusion was being considered. No additional information was provided.